Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the camera head communication error e221 occurred. Error code e221 means that camera head communication is failed. The device was used in combination with the olympus video system center otv-s400. In addition, the user reported that the endoscopic image occasionally disappeared during the procedure on september 11th. The procedure was completed without any damage to the patient's health. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. The device has not been repaired in the past year. The endoscopic image disappeared when the camera cable was swayed. -the camera head communication error e221 occurred when the camera cable shook. The camera head communication error e221 means that an imager error occurred and is a camera head specific error. Therefore, it is possible that the endoscopic image was not displayed due to a failure of the ccd unit. Omsc checked the product shipment record and found no abnormalities on the device. Therefore, the failure of the ccd unit may have been caused by the deterioration of the material of the ccd sensor due to ultraviolet rays. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.